Manufacturer narrative:
The root cause for the error code remains unknown, thus further information was requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity during a pre-implant status (red and yellow screen). A request was made to have data from this device analyzed after a three day wait period. The device was not implanted. No patient involvement.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded during pre-implant status due to the device being exposed to cold temperatures. The battery status was at beginning of life (bol), and the battery voltage values appeared normal. It was indicated that the memory was automatically corrected.